Event description:
It was reported the patient¿s first implantable neurostimulator (ins) died after only 2 years. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# j0504327v, implanted: (B)(6) 2005, product type: lead. Product ID: 748951, serial# (B)(4), implanted:(B)(6) 2005, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 7435, serial# (B)(4), product type: programmer, patient. (B)(4).